Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the cracked seal at the eyepiece occurred due to excessive force. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a cracked seal on the eye cap while using the telescope (12°, 4 mm). The issue was found during preparation for use, and there was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a broken eyepiece funnel. Additional findings include a bent outer tube, distal fiber breakage and a sunk down optical system in the objective window, debris in the optical system, and a faded laser marking on the model ring; all referenced evaluation findings required repair. The investigation is ongoing and follow-up, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.